Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the implantable neurostimulator (ins) was returned.

Event description:
Additional information was received from the manufacturing representative reporting that the ins was attempted to be used on (B)(6) 2016, but was not implanted due to the high impedances greater than 40,000ohms. There were no patient complications. The device has been returned (2017-02-09), but analysis is not yet done.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that all of the electrode pairs are above 40,000 ohms intra-operative. Proper lead configuration was confirmed. It was noted that impedances prior to the implantable neurostimulator (ins) change-out were all within normal range. The leads were taken out and wiped down several times, but the high impedance issue was not resolved. The rep stated that they opened and used another ins and the high impedances were resolved. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
Analysis was performed and found that the ins had good impedance measurements, good stable output on all electrode pairs, telemetry was acceptable, and no issues occurred when pressure was applied to the ins can. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.